Event description:
It was reported that the transmitter does not blink when connected to sensor. Troubleshooting was done. Customer's blood glucose was 150 mg/dl. Customer stated that the sensor was not in her body or at the end of the infusion set and electrode part was missing. Customer stated that needle and electrode were not in her body and stated that needle did penetrate the skin. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened used sensor and performed a visual inspection and found electrode retracted from the tubings insertion needle. Unable to confirm sensor damage due to customer returning the product opened and used.